Event description:
It was reported that the patient had a fungal infection in (B)(6) 2018. It was also noted that the patient had abdominal fluid collection and abnormal pleural fluid and drain placement on (B)(6) 2018.

Manufacturer narrative:
Section b5: correction (event occurred in 2018). Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assis system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this investigation. The patient remained ongoing on (B)(6), until ultimately expiring on (B)(6) 2020, (refer to MFR # 2916596-2020-02862). The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 instructions for use (IFU) lists the adverse events and potential complications associated with the use of the hm3 lvas, including driveline infection. Additionally, section 6 of this document explains that a thorough understanding of the patient condition is necessary for proper care of a patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was initially diagnosed with fungal driveline infection. Patient had abdominal fluid collection, abnormal pleural fluid and drain placement on (B)(6) 2020.